Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer initial report of a damaged fiber tip during the procedure is not considered a reportable issue. Upon analysis of the returned surgical fiber, the fiber cap was found to be detached and the distal fiber end to be melted and burnt. The fiber cap was not returned by the customer; there was no indication or report of a fiber tip/cap detachment during the procedure, or any part of the device remaining inside the pt. There was no report of injury as a result of this event. Based on the info available and the analysis findings, the fiber condition could result in a forward firing condition of the side-firing surgical fiber and has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure resulting in cap detachment. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.

Event description:
Customer reported that the tip of the side firing surgical fiber was damaged during a prostate procedure at 2,919 joules of use. The case was completed with a second fiber without further issue. There was no injury reported.